Event description:
It was reported that when a key on a pump keypad is selected, it "double clicks the numbers." It was also reported that this was found during testing.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and no keypad output response anomalies were apparent. Review of the history log shows multiple logged events of "options menu entered" followed by "options menu exited." Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.